Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following intraocular lens (iol) implant procedure, there was poor vision quality inspite of emmetropic outcome. The lens was exchanged for an unknown advanced technology intraocular lens (atiol) after the initial implant procedure. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Additional information was provided in a2, a3.a, b2, b3, b5, b6, b7 and h6. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating that patient still not seeing well, especially up close. In the surgeon¿s opinion, the product contributed to the event. Patient was still unsatisfied with clarity of vision post iol exchange.